Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer in doing so, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurred, which was acknowledged and understood by the customer.